Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection observed two (2) negative and one (1) positive depressed contact pins, preventing dc operation. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. Utilizing a known good rear case the device powered on as expected, verifying the reported condition. The device was found out of specification and the rear case was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was identified with ¿depressed pins.¿ there was no known patient injury or medical intervention associated with this event. No additional information is available.